Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of more than 3000ohms for approximately four years. The impedances were noted to be gradually increasing. No further information was provided. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of more than 3000ohms for approximately four years. The impedances were noted to be gradually increasing. No further information was provided. This right atrial (ra) lead remains in service. No adverse patient effects were reported.